Event description:
It was reported the pt underwent surgical intervention to explant the scs system due to the ipg causing discomfort to her sciatic nerve. There was no malfunction associated with the device.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of discomfort could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.